Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was a clinical diagnosis of a loss of efficacy. On (B)(6) 2020, the patient had been doing well until recently. They started having increased urgency frequency and urge incontinence (u/f/ui) again. Overall, they stated they were 20% improved and very discouraged. The last time the clinic saw the patient was (B)(6) 2018, and they had essentially 100% resolution of their urgency incontinence. On (B)(6) 2020, when the nurses checked the patient's device, it was actually off, and the patient was unsure how long it had been off. The nurse turned their device back on, and they felt stimulation. Impedance and battery life were checked by the nursing staff that day, and the results were all normal, with the battery life showing as 56+ months. The patient had reported an increase of urgency frequency and urge incontinence on (B)(6) 2020. Device interrogation/device data determined it was unknown to the patient the device was off. The relationship of the event to the device or therapy was possibly related, and not related to the implant procedure or programming/stimulation. The final programming date and time for the most recent interrogation prior to the event was (B)(6) 2018. Interventions taken consisted of turning the device back on (B)(6) 2020, and administering an overactive bladder medication (oxybutynin 10 mg/day). The event resulted in an unscheduled clinic or office visit. The event resolved without sequelae on (B)(6) 2021.

Event description:
Additional information received. Patient reported specify results: states she cannot make it to the bathroom on time and has started wearing pads. Date of test: (B)(6) 2023 / possibly related / indicate the relationship of the event to the implant procedure: not related / device: neurostimulator - on (B)(6) 2023 subject called and states she cannot make it to the bathroom on time and has started wearing pads. Her device is 5 years old and she would like to replace it. Resolved without sequelae (B)(6) 2023 explanted/not replaced component: entire system action date: (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.